Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a surgical procedure, the user reported that the roller pump stopped instead of pausing to indicate an overpressure alarm condition. The device was used for the remainder of the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.